Manufacturer narrative:
The ins f/dhs/dcs impactor no. 338.280 singl (part #: 338.260, lot #: 4l36212) was received at us cq. Upon visual inspection, the device was cracked and deformed at the proximal end of the black handle. No other defect was observed.this complaint is confirmed as the complaint device was received cracked and deformed at the proximal end of the black handle. The device was not broken hence this reported condition can't be confirmed.no definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review.based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities.part/lot combination is not valid, therefore the DHR could not be completed. If more information become available, the record will be re-assessed.device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the hospital owned instrument was returned for assessment or repair. The device was discovered as damaged/broken on an unknown date. No further details were provided. This report is for one (1) tip for dhs®/dcs® impactor. This is report 1 of 1 for (B)(4).